Event description:
It was reported that the pump battery was slow to charge using tandem provided charging accessories. There was no impact to the customer's blood glucose level. New charging accessories were sent to the customer and the customer confirmed that the new supplies resolved the issue.